Event description:
It was reported to boston scientific corporation that an injection gold probe was intended to be used for treatment of a bleeding ulcer performed on (B)(6) 2012. According to the complainant, while preparing for use, the physician not able ''to work'' the injection gold probe. It is not currently known if this references an issue with the cautery function of the device. No issue was noted with the device's needle. Reportedly, a bipolar adaptor cord was not available for use. The procedure was completed by controlling the bleed with an injection of epinephrine and a resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.